Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope avl video baton 3-4 and confirmed the no image / intermittent image issue caused by a baton failure. The glidescope avl video baton 3-4 was scrapped and a replacement was sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the video was phasing in and out. The customer's biomed was able to duplicate the intermittent image issue. An unknown delay in the procedure occurred as a backup glidescope avl was obtained. No harm to the patient or user was reported.